Event description:
Info received indicates that brake is not holding.

Manufacturer narrative:
The technician found the brake will engage but the casters are slipping. He adjusted the crown nut on all four casters to repair the stretcher.